Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor attachment point broke off the base of the lcs universal handle when being put together before the case started. It did not effect the case. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was reviewed and confirmed the device has broken. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> update (B)(6)-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device revealed breakage. The damage is consistent with wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.